Manufacturer narrative:
(B)(4): batch # l5515u. The analysis results found that the ats45 device was received with the firing mechanism damaged and with tr45w cartridge loaded in the device. The reload was received unfired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a robotic nephrectomy procedure, the surgeon claims that during the first firing of the ats45 the staple line was incomplete. More particular, seemed that it was fired only by the one side. For safety reasons it was decided to use another ats45. The doctor closed the jaws of the second endocutter using the first knob, and then fired the device using the colored knob. The device seemed that it cut and stapled the tissue normally, but the release button blocked and it couldn't be pushed. As a result the jaws couldn't be opened. In order to finish the procedure the surgeon put clips on each side of staple line, cut with the scissor and remove the device and the remaining tissue. There were no adverse consequences for the patient reported.